Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the device information is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient had their system explanted due an infection at an unknown location. No further information is available.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.